Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for revision of a left ventricular lead that had become dislodged. The lead was explanted and replaced. No further information was available.